Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed over-sensing, there were non-sustained ventricular tachycardia episodes, and the lead was likely fractured. Therapies were disabled, the lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.